Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter received a photo of the sample for evaluation. Photographic evaluation of the device noted a leak in the housing. However, the root cause of the reported condition could not be determined. No additional observation was noted from the photo.

Event description:
It was reported that a large volume folfusor leaked. It is unknown during what process that this malfunction was identified. There was no patient involvement. Additional information was requested and is not available.